Event description:
It was reported that the pump repeatedly lost prime. The pump has been returned and evaluated by product analysis on 06/20/2011 with the following findings: during evaluation, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is being made based on investigation results.

Manufacturer narrative:
It was reported that the pump repeatedly lost prime. The pump has been returned and evaluated by product analysis on 06/20/2011 with the following findings: during evaluation the force sensor assembly was found to be damaged, and the force sensor was found to be out of calibration. Unrelated to the event, the display was found to have a dim reddish screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal report number: 2531779-03/24/2010-003-r.